Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield falls off device during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when lab staff were engaging the safety device after removing the needle from a patient arm, the safety device fell off the needle holder posing a safety risk of a needle stick to employees.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the safety shield falls off device during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when lab staff were engaging the safety device after removing the needle from a patient arm, the safety device fell off the needle holder posing a safety risk of a needle stick to employees.